Event description:
Pt mowing lawn when they suffered cardiac arrest. Encountered by paramedics who initiated resuscitation and transported to emergency department. External pacer placed during continued resuscitative efforts but failed to function. Second external pacer immediately substituted for first with good function. Pt not resuscitated however. Coroner findings of cause of death is atherosclerotic disease. External exam only by coroner.